Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient had a 4fr solo PICC inserted on the (B)(6) the PICC had a split in it. The split was between the insertion site and the stabilization wings on the PICC. The PICC did have a secure-a-cath insitu but the split was a good distance from the securacath. Additionally where the split occurred was under the dressing and had not been kinked. This PICC was only in place for ten days. Patient would not get the full dose of medication. Patient had to have the PICC reinserted. There were no erroneous test results as a result of the event.